Manufacturer narrative:
H2. Correction: additional information received indicated that the planned surgical intervention was cancelled. Thus, the event does not meet the definition of a serious injury. The event is still reportable for a malfunction where the risk of serious injury is not remote. As a result, h6 code f1905 no longer applies to this report, and b1 and h1 were updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that when the patient arrived for the (B)(6) 2023 operation, the rep retried impedance testing and all results were correct. The rep tested it a few more times, but again all results were correct. The neurostimulator was not changed on (B)(6) 2023. A session report from that day was provided. The cause of the impedance issue was not determined. The cables were well plugged with no disconnection visible according to radio. The device remained implanted and was functional. This information was confirmed with the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 06-feb-2025, UDI#: (B)(4), implanted: (B)(6) 2023, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was dysfunctional. Most of the impedance values of the lead were incorrect. The activation of the stimulation for the patient was not possible due to this impedance and all the more the ins was a non-rechargeable device. The rep didn't want to damage the ins even more. The ins had a normal implantation after a test of seven days. There was no problem with the impedance of the lead with a wireless external neurostimulator (wens) during the seven day trial. The impedance values were checked in per-operative and all were correct. After three hours, the impedance was greater than 10000 except for electrodes 2, 3, 4, 9, 11, 13, 14, and 15. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that there was a possible disconnection of the lead, but with the radio, the hcp didn't think so. It was also noted that there may have been damage to the lead due to brutal movement or a default of the ins. Measurement of impedance on (B)(6) 2023 at 10:26 am had everything was correct. Measurement of impedance on (B)(6) 2023 at 2:25 pm had only electrodes 3, 4, 9, 10, 11, 14, and 15 correct. Measurement of impedance on (B)(6) 2023 at 2:28 pm had only electrodes 4, 10, 11, 14, and 15 were correct. Measurement of impedance on (B)(6) 2023 at 2:34 pm had only electrodes 4, 10, 11, 14, and 15 were correct. Measurement of impedance on (B)(6) 2023 at 3:06 pm had only electrodes 2, 3, 4, 9, 10, 11, 13, 14, and 15 were correct. The hcp was informed, and surgical revision was planned for (B)(6) 2023 to determine if the cause was a problem with the lead or the ins. The issue was not yet resolved. No symptoms were reported, and the patient was alive with no injury. Seven session reports were provided.